Manufacturer narrative:
Additional information provided in b.7., d.9., h.3., h.6., and h.10. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during multiple procedures involving a patient with uveitis, the use of an ophthalmic device resulted in a corneal burn. The patient experienced wound leakage, with the wound presenting as gaping and fish-mouthing. Extensive suturing was required to close the wound. Multiple striae were observed on the cornea, leading to astigmatism and other visual aberrations. The damage was deemed permanent. The physician is currently trying to manage the patient's intraocular inflammation. Additional information received indicated that event occurred during a phacoemulsification procedure on the patient's left eye. The surgery was completed on the same day using an alternative handpiece and tip. This report pertains to ophthalmic system involved for this reported event."

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during multiple procedures involving a patient with uveitis, the use of an ophthalmic device resulted in a corneal burn. The patient experienced wound leakage, with the wound presenting as gaping and fish-mouthing. Extensive suturing was required to close the wound. Multiple striae were observed on the cornea, leading to astigmatism and other visual aberrations. The damage was deemed permanent. The physician is currently trying to manage the patient's intraocular inflammation.